Event description:
The customer returned a fractured nail. No info provided.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.